Event description:
I use a freestyle libre 2 cgm with a reader. I've tried 4 different sensors in the last 2 days, all of which say the sensor is not compatible with the reader. They are all packaged as freestyle live 2 sensors, 3 from the pharmacy, 1 from abbott as a replacement. When I called customer service, they were familiar with the issue and said some freestyle libre 14 sensors had been mismanaged. There is no info online about this problem. Reference reports: mw5118504, mw5118505, mw5118506.